Manufacturer narrative:
Height: patient height is 157 cm. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with the shunt system. As a result, it was explanted. Very limited information provided. The patient underwent a shunt system implantation on (B)(6) 2011. Later, the valve was noted to be over-draining. As a result, it was explanted (B)(6) 2019. Additional information was not provided. No associated patient complications are reported. Associated medwatch reports: 3004721439-2019-00189, (this report- shunt assistant).